Event description:
It was reported that during an anterior resection procedure, the device misfired causing a hole. The doctor had to hand sew the anastomosis. No adverse effect to patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.